Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a pinhole in the balloon 20.5mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the inflation lumen and balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02-jan-2019. It was reported that crossing difficulties were encountered. The 85% stenosed, 30mm long target lesion was located in the severely calcified proximal left anterior descending artery. Following pre-dilatation with a balloon catheter, a 2.50mm x 15mm emerge balloon catheter was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.